Manufacturer narrative:
H10: manufacturing review: as this is the first complaint for this lot number, a manufacturing record review was not required. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported vessel damage as no objective evidence was provided for review. However, the complaint is confirmed for an improper procedure/method due to the report of advancing the device with a stylet although the device was not being inserted over a guidewire. This complaint is therefore designated as use-related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Note that the customer described that the catheter, with stylet, was inserted into the subclavian vein without using a guidewire. See the following from the instructions for use: "stylet is intended for use over a guidewire to aid in placement. Inserting the stylet into the venotomy without tracking over a guidewire could result in vessel damage including perforation". Therefore, the reported event was considered a confirmed use error. H10: d4 (expiry date: 02/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure via the left subclavian vein, the device allegedly damaged the vessel wall. It was further reported that the physician allegedly suspected that the incident occurred because the device was inserted without the guidewire. The current status of the patient is unknown.

Event description:
It was reported that during a dialysis catheter placement procedure via the left subclavian vein, the device allegedly damaged the vessel wall. It was further reported that the physician allegedly suspected that the incident occurred because the device was inserted without the guidewire. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 02/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.